Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgeon reported that the patient experienced an infection at the place of the etn protect (intramedullary tibia pen with gentamicin). No further procedures are planned or additional information available at this time. This report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment.